Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The no delivery alarm was resolved with a complete set change. The customer noticed blood in her tubing. She experienced a high blood glucose level of 500 mg/dl because she did not change the infusion set. She treated her blood glucose level with a syringe. The device was not returned.